Event description:
It was reported that the heartmate system monitor failed the backlight test. The inverter was replaced, and the issue resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system monitor (serial #: (B)(4)) was returned for analysis to the european distribution center (edc) and it was noted that the system monitor did not pass the backlight test. The unit powered on as intended. During the functional test, the unit did not pass the backlight test. The dc-ac inverter was replaced. Preventative maintenance was performed. The dc-ac inverter was forwarded to product performance engineering (ppe) for further analysis. Upon further analysis, the issue was unable to be isolated to a specific component; however, it may be related to the variable resistor which aids in controlling the brightness. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system monitor (serial #: (B)(4)) and the system monitor was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use (IFU) (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.